Event description:
A zoll distributor returned battery charger/modem sn (B)(4) indicating that the battery charger/modem was resetting.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn as received, the power charger would not power on. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on ca board sn (B)(4). Additionally, the battery pca was contaminated. Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.